Event description:
A customer reported that a significant deviation in dose was found in plan qa for a dmlc plan. The problem was identified prior to treatment, so no patient was affected. Investigation showed a software error in the fluence calculation for dmlc "sliding window" plans with collimator angle other than zero, for beam models where the primary source is highly asymmetric. In the dmlc fluence calculation for "sliding window" type plans, there are x- and y-limits in the integration of the primary source. These limits were erroneously rotated with the collimator instead of being fixed relative to the gantry. There were tests in place for verifying fluence calculation for asymmetric source and collimator rotation. However, the error was significant only for highly asymmetric sources and the test used a "normal" source that was only mildly asymmetric, so the error was not detected. A field safety notice has been distributed to all affected users.

Manufacturer narrative:
Software implementation error. If a plan affected by the error is approved for treatment without plan qa measurements, this could result in over-dosage in the entire irradiated volume.

Event description:
Follow-up of report rsl: MDR 3007774465-2018-00003 (B)(6) dmlc dose rotated collimator. A customer reported that a significant deviation in dose was found in plan qa for a dmlc plan. The problem was identified prior to treatment, so no patient was affected. Investigation showed a software error in the fluence calculation for dmlc "sliding window" plans with collimator angle other than zero, for beam models where the primary source is highly asymmetric. In the dmlc fluence calculation for "sliding window" type plans, there are x- and y-limits in the integration of the primary source. These limits were erroneously rotated with the collimator instead of being fixed relative to the gantry. There were tests in place for verifying fluence calculation for asymmetric source and collimator rotation. However, the error was significant only for highly asymmetric sources and the test used a "normal" source that was only mildly asymmetric, so the error was not detected. A field safety notice has been distributed to all affected users.